Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's doctor reported via phone call, the customer had a delivery anomaly where the units displayed had rushed. The previous evening the doctor accessed the alarm log and noted the device had alarmed button error. Customer's blood glucose was not provided. The device is being returned for analysis.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response on the up arrow button due to corroded keypad traces. No unexpected numbers ramping or scrolling screens noted during testing. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. All operating currents are within specification. Off no power alarm functioned properly. The insulin pump was unable to test for delivery anomaly or perform the unexpected error test, occlusion test and excessive no delivery test due to no button response on the up arrow button. The insulin pump had minor scratched display window, scratched case, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.